Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary. The incident with the clip applier occurred prior to clip application (instrument in patient). It was stiff and a surgeon could not move the tip freely. Tip did not respond to the surgeon¿s commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip or unsuccessful clip application. The issue was not related to clip opening after closure of the clip. Large weck¿s hem-o-lok polymer clips were used. The vessel or tissue bundle was greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier). The issue occurred during the first application. It is unknown howe the issue was resolved. It is unknown to the specific procedure name or the event date.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed and found to have a broken input disk. Input disk six was found broken into pieces inside of the housing. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs, the clip would not close. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the surgeon could not close the clip on the large hem-o-lok clip applier instrument. The procedure was completed with no reported injury.